Event description:
A malfunction alarm was reported on the customer's pump, identified as malf 12, with a resettable error code. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.